Event description:
It was reported that the screen of the insulin pump was scratched, making it difficult to read at times. Customer mentioned that there was a loud noise during rewind and condensation inside the screen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.